Event description:
The customer reported that the device had a solid red x along with a chirping sound. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.